Event description:
It was reported that the patient suffered a postoperative seizure on (B)(6) 2008. The seizure itself was possibly related to "a stop of a before conducted therapy with tetrazepam." The event was complicated by a bilateral aspiration resulting in a pulmonary infection. Consequently an antibiotic and anticonvulsive therapy was initiated. In the following also a pulmonary embolism occurred, that required an anticoagulant therapy. The stimulation parameters at the time of the event were as follows: "on"; left 1,0volt, 120hz, 60 usec; right:1,0volt, 120hz, 60 usec. The event was noted as probably related to the operation, possibly related to medication, and possibly related to a pre-existing/underlying disease. The patient was hospitalized. The patient recovered from the event on (B)(6) 2008.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), product type extension; product ID 748251, serial # (B)(4), product type extension; product ID 3389-28, lot # b0849170k, product type lead; product ID 3389-28, lot # b0849169k, product type lead.